Event description:
It was reported the catheter was being placed into the patient's right subclavian in resuscitation department. The physician found the cone of the needle had a crack in four different devices with the same lot number. The first two devices were discarded and the other two were maintained and not inserted and were tried in a glass of water. As a result, a competitor's device was used successfully. There was no delay in treatment and no patient death or complications reported. See MDR 3006425876-2014-00195 for the second event where the needle was used on the patient.

Manufacturer narrative:
(B)(4). The device will not be returned.